Manufacturer narrative:
Evaluation summary: x-ray after the patient fall shows the femur had broken at the distal tip of the femoral stem. Patient factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based off the information provided, although not proven, the most likely cause of the peri-prosthetic fracture is the fall that the patient was reported to have had. However, a definitive cause for the experience observed cannot be determined with certainty. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient fell causing a peri-prosthetic fracture. The patient was revised.